Manufacturer narrative:
(B)(4). Batch #: unknown. Report source is hcp. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: the staple has been formed properly all around the target tissue. The indicator was in the green range, and firing trigger was fully grasped. There was no change in the operation due to the issue. The hole was made on the anastomosis site, so additional suture was performed to complete the case. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted laparoscopic anterior resection, the gap setting scale marked between 1.5mm and 2.0mm, and the device was fired. The surgeon felt the washer breaking. The surgeon waited for a minute, and then the adjusting knob was rotated for 2 revolutions, but the device could not be removed from the patient. The issue occurred at the 1st firing. The surgeon attempted to pull the device, but it could not be removed. The surgeon inserted the finger from the anus side, and the adjusting knob was rotated to open. The staple has been deployed properly, but the 2/3 of the tissue on the 10 o¿clock side was not cut. The device was tightened and fired again. Then the adjusting knob was rotated for 2 revolutions, and the device could be removed. The leak test was performed, but the hole was made near the anastomosis site. The additional robot suture was performed to complete the case. The device was used between rectum and anus. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2022. D4: batch # 409a02. Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? Only additional suturing. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No further information will be available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No damage to the knife was noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. Open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.